Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during pump prep in the operating room the extended silence button would not display in its usual location on the heartmate touch screen. It was verified that the out-of-box speed was set at 3000 rpm. It was also verified that the extended silence button would not display when the system controller was connected to an old system monitor. A new sterile backup system controller was opened and connected to the same system monitor and the extended silence button was available. The pump prep proceeded and the system controller was returned. There were no alarms for this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor not displaying the extended silence command was not confirmed. The default timestamps of 01jan2000 at 00:00 were shown between (B)(6) 2021 and (B)(6) 2021 as well as after (B)(6) 2021. On (B)(6) 2021, the fixed speed was set to 3000 rpm and the low speed limit (lsl) was set to 5000 rpm. On (B)(6) 2021, the fixed speed was set to 7000 rpm and the low speed limit (lsl) was set to 5000 rpm which remained the same for the remainder of the log file. The driveline was briefly connected to the controller on (B)(6) 2021 at 05:46. No other notable alarm was observed. The returned hm3 system controller, serial (B)(6), was functionally tested and passed all steps without any issue. The controller was connected to a mock circulatory loop for an extended period of time without producing an alarm. The controller functioned as intended during the analysis. Per provided instruction for use document, the test system monitor showed an extended silence command when the fixed speed was set below 4000 rpm. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on (B)(6) 2021. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section -¿alarms and troubleshooting¿ and heartmate iii patient handbook section -¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. Heartmate iii instructions for use section ¿ ¿system monitor¿ explained that the extended silence button accompanies active, audible alarms when the fixed speed is set below 4,000 rpm. Pressing this button will silence all hazard and advisory alarms for four hours. No further information provided. The manufacturer is closing the file on this event.